Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage on the lcb distal cover glass. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
There is a big spot in the image, also fluid visible under the led lens. This event occurred at the time of during inspection. There was no report of patient harm.